Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired and/or the fiber was damaged at the tip, and there was little fiber vaporization at 1,910 joules. No pt injury was reported.